Manufacturer narrative:
The volumetric accuracy tests were performed and pump infused within +/-5% spec. The complaint could not be confirmed.

Event description:
Customer states that the pump was over infused by 10.75 ml during testing. Customer was unable to provide the complete requested info.